Manufacturer narrative:
The device was received. Investigation is no complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, a s421 malfunction alarm code occurred. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.